Manufacturer narrative:
Correction of chapter d4 - catalog # and d4 - unique identifier (UDI) #.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 20 mmol/l.